Event description:
It was reported that during testing the device had an overheating. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with blade stall error. Cause of errors is a defective motor. Phase #3 of motor is dead (open). Motor did not overheat during functional testing. The root cause of the blade stall error has been determined to be a defective motor. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.